Event description:
Spontaneous report. Pt (patient) reports issues with vial adapter q-syte style when they are filling cassettes and getting all the bubbles out of the syringe. This is leaking the medicine all over their hands. Pt thinks this issue is due to the vial adapter q-syte lot number 2188405. No adverse event reported, no missed dose reported, product is not available for return. No additional information provided. Indication: primary pulmonary hypertension. Reported to cvs/caremark by: patient/caregiver.